Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag failed the battery test 3 times. Different batteries were tested with the same results. The centrimag was planned to be returned for evaluation.